Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found two external abrasions breaching the outer insulation and exposing the outer coil distal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of the patient anatomy.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient status was unknown.